Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) was under-sensing. The patient was asymptomatic. Further information was requested but no relevant information was provided.